Manufacturer narrative:
Concomitant medical products: 507645 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was previously programmed off due to high thresholds and a rise to high impedance. Subsequently, a procedure was performed to inactivate and replace the rv lead. No patient complications have been reported as a result of this event.